Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
This report is provided because our original device evaluation report was submitted before the device testing was completed. The additional test results can be found in this section. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported by the customer's sister, that the customer passed away on (B)(6) 2014 from aortic spinosus. Customer was wearing insulin pump at the time of death. Customer's sister advised she will be sending back the insulin pump. No additional information was provided.